Event description:
On (B)(6) 2022 it was reported that this male peritoneal dialysis (pd) patient was experiencing discolored pd effluent. The fluid had a red/orange tint. Upon follow-up with the patient¿s contact, it was reported the patient went to the hospital to have tests done to determine the cause of the discolored fluid. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 for the discolored pd effluent and abdominal pain. The patient was diagnosed with peritonitis on (B)(6) 2022. The culture results were still pending. The patient was initiated on antibiotic therapy with vancomycin (dose, frequency, and duration unknown). The patient was transitioned to hemodialysis. The cause of the peritonitis is unconfirmed. The pdrn attempted to determine a cause through discussions with the patient¿s spouse; however, the spouse could not determine a possible cause. There was no other issue related to a fresenius product. The discolored fluid was related to the peritonitis. No further information was provided. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient¿s reported event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler with cycler set. Although no information related to the cause of the peritonitis or the pd effluent culture results were provided, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation or evidence of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.